Event description:
Account alleged the bed head section will not lower past 30 degrees from the side rail switches or CPR or calibrate sensor in the gci. There was no reported injury or incident. Account found one of the magnets from the mattress had came out and was binding in the hinge part of the head section. (B) (6) removed the obstruction and that resolved the problem.